Event description:
It was reported that during a sigmoidectomy procedure, the ring was not formed completely after the first firing, the doctor checked the anastomosis site and found that the staples were not deployed partially (half). The surgeon searched for the rest of the staples in the operation field, but no staples were found. There were no holes on the tissue which should have been made by deployed staples. Additional suture was performed to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.